Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs1031 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recs1031) have been reported from the same facility.

Event description:
It was reported by the facility that during training with accucath devices they had multiple accucaths where the valve was unable to be opened with the extension set. It was stated the accucath catheter was hard/impossible to flush without fully removing the extension set multiple times and attaching a new extension set. It was reported this happened five times. This report addresses the second event.